Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the left anterior descending artery. The 4.5x8.0mm nc quantum apex balloon catheter was advanced. During an unspecified inflation attempt, the balloon ruptured at an unspecified pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a longitudinal tear in the balloon wall on the distal end of the balloon under magnification. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the left anterior descending artery. The 4.5x8.0mm nc quantum apex balloon catheter was advanced. During an unspecified inflation attempt, the balloon ruptured at an unspecified pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).